Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient device was checked by mod in dialysis and found high out of range pacing lead impedance and no capture in bipolar or unipolar. The patient was brought to the cath lab and the lead was capped and replaced. The patient was stable and tolerated procedure with no complications. The lead will not be returned for evaluation.